Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient was seeing power on reset (por) appeared on recharger when attempting to charge. Patient denies any factor that would cause the por. The por was cleared using the patient programmer. The issue was resolved. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the power on reset (por) was unknown. No further complications were reported or anticipated.